Event description:
The reporter stated that the surgeon inserted an aa4204vl plate silicone lens. A posterior capsular tear occurred during iol insertion due to the pt squeezing too hard. The lens was removed without enlarging the incision. No vitrectomy was performed. Surgery was completed using another lens.